Event description:
It was reported that lia (lead integrity alert) triggered, and that there was unstable pacing impedance, noise, over 400 short intervals which could indicate oversensing, and a suspected lead fracture. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyst noted intermittency between the pin and cap on the is-1 connector, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.